Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a cosmetic damage. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that they went to bed and pump was fine but when they woke up, the insulin pump's screen looked smashed. There was a spot where black ink is bleeding on lcd screen and they can't read screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with missing segments due to cracked and bleeding lcd glass, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, crack on display window, and severely scratched display window noted. Unable to perform any tests due to lcd physical damage.